Event description:
A customer reported, a complaint of imprecise sequential readings of their freestyle freedom meter. The customer obtained readings of 423 mg/dl, 101 mg/dl, 116 mg/dl, and 175 mg/dl within a ten minutes timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.